Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced insulin flow blocked alarm event on 30-mar-2025. The blockage was at the site. The blood glucose level was 22 mmol/l and the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available